Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: product analysis found that the coating is damaged on the wire of the electrodes. The forceps is on short circuit, the electrical tests failed. This instrument probably took shocks during its use and its reprocessing.

Event description:
It was reported that "the insulation on the tip is exposed. No event date or context as there was not an incident. This is something that just happened over time". There was no patient impact.